Event description:
A technician reported system shut down twice, during a flap procedure. First instance was after second suction was achieved, and the second was after the flap ablation was started. Surgeon noted, that in his opinion, the issue seemed to be related when the camera flash was triggered by the photographer in the room. Upon follow up, the patient underwent for new flap generation and excimer laser treatment on (B)(6) 2013, with good outcome.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).